Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 09/08/2025. An investigation was conducted on 09/08/2025. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the cannula handle as well as on the intact c-ring. There were no visual defects observed on the intact c-ring, the blue toggle was manipulated to retract and extend the intact c-ring. The c-ring was able to be retracted and extended with no visual or physical difficulties observed. Based on the non-return of the harvesting device as well as the evaluation results, the reported failure "material twisted/ bent wire" was not confirmed. The lot # 3000490516 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a vasoview hemopro 2 device was noticed to have a bent heater wire during use. Wire is still attached, just bent. Customer opened a new vh-4000 to complete the procedure. There was a procedural delay to open 2nd kit. No patient harm.